Event description:
It was reported that the pump was stopped in 2004 on the pt's request. The pt wanted to resume therapy again. During pump replacement, it was noted that the catheter was obstructed by tissue and disconnected from the pump. A new pump and new catheter has been implanted. The pt's outcome was reported as 'ok'.

Manufacturer narrative:
(B) (4).